Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug and unknown morphine for non-malignant pain. It was reported that the agent had the patient accessed myptm (patient therapy manager) but got "no pump is paired". The patient tried pairing and got paired but mentioned that the screen got stuck at 90% and it did not happen before. The patient reported that they were allowed 3 boluses a day. The agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag and was able to get bolus. The patient stated that they would call back when they need further assistance.